Event description:
It was reported that during a distal humerus osteomy re-plating surgery on (B)(6) 2014, the surgeon decided not to use the part when he discovered that tip of the 2.0mm universal variable angle locking grill guide was broken. Another angle locking grill guide was used to complete the surgery successfully without any surgical delay. It was reported that the patient had a non-synthes plate installed and revision surgery was done with a synthes plate due to mal-union. Patient status/outcome was good. Another angle locking grill guide was used to complete the surgery successfully without any surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was produced and distribute in august 2012. Our investigation shows that the tip of the variable angle drill guide is partially broken off. The broken off fragments are not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exact root cause. As indicated in the manufacturing document the correct material was used ((B)(4)) and the hardness was with (B)(4) within the specification of (B)(4). It is likely that the damage was caused due to a mechanical overload situation during use. The complaint relevant dimensions could not be checked due to the damage and the missing fragments. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.